Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The mitraclip ntr is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
This is filed to report the gripper actuation issue and suspected gripper line break. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The mitraclip was positioned in several locations on the mitral valve without successful reduction of mr. After several successful grasps, it was no longer possible to raise the grippers anymore. This was confirmed with fluoroscopy and a gripper line break was suspected. The clip was retracted out of the valve without issue, closed and removed from the anatomy through the steerable guide catheter. A new clip was implanted, successfully reducing mr to grade 2. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and investigated. The gripper line break was confirmed. The gripper actuation issue due to the gripper line break could not be replicated in the testing environment as the gripper line was noted to be broken in two pieces. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this incident. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported gripper line break resulting in gripper actuation issue appears to be due to user technique/procedural conditions as multiple grasping attempts were made during the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.